Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a measurement of high threshold. The lead was capped and replaced. The left ventricular lead also had a measurement of possible high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported from follow up that the physician is aware of the slightly elevated threshold on the left ventricular lead and does not consider it a product issue.